Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was not working since there was a fluid leak caused by a hole in the cuff. All components were removed and replaced with a new aus. There were no patient complications.